Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Patient retained the device.

Event description:
It was reported that post implant a realize band procedure; the patient was seen on (B)(6) 2011, for complaints of chest pain and problems eating. It was thought that the patient had 9.4cc however only 6.2cc was found and removed. On (B)(6) 2011, the patient was seen again for similar concerns and 5.5cc was found to be in the band and removed despite complete evacuation on (B)(6) 2011. Then the patient was seen (B)(6) 2011, 4.5ccs was found and removed. The next day the patient was seen by the surgeon and there was no fluid in the band. (B)(6) 2011 the band had 4ccs. The patient was sent for an edg on (B)(6) 2011 the results showed no erosion and no leak. All fills and removals were done under fluoroscopy. Every time fluid was removed the fluid was discolored. The patient lost 23 lbs. Total since the implant. Inquired if the patient had been getting fills outside of the office and the surgeon sees no indication. The band was removed on (B)(6) 2011, and pictures were taken prior to removal and were clearly shown on the monitor; however, during an attempted to print them they were not in the memory and could not be printed or regenerated. The band contained fluid and looked normal other than the strain relief which had migrated on the tube. During the removal, no erosion was noted and the band, port and tubing were all connected and looked fine. The band was removed without any patient complications. The patient requested possession of the explanted band.